Event description:
It is reported that the patient experienced high blood glucose on 21-apr-2026 as the patient was doing site rotation every three to four days at side of hip bone (low belly) instead of three days as per grid pattern. The issue caused multiple occlusions. The patient was treated with correction bolus via pump.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.